Manufacturer narrative:
Information was received on (B)(6) 2020 indicating that the event occurred while testing. No patient was involved.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, three delivery tests were performed and it was found that the average delivery error was within published specifications of +/-6% but outside the internal spec of +/-3.0%. The expulsor was found to be out calibration and will be replaced to bring it within internal specifications. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd legacy pump failed accuracy by -6.6%. There were no adverse events reported.